Manufacturer narrative:
The customer returned the pump for alleged device test failed, frozen screen, keypad unresponsive, exposure to moisture and cosmetic damage located at the belt clip rail found on 28-may-2024. No frozen screen noted during testing. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Device test failed confirmed (pump received with flashing medtronic logo). Unable to test for keypad unresponsive due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, force sensor, and keypad traces. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without the original belt clip. Unable to verify damage to the belt clip. No cracked or broken belt clip rails noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Unable to perform the history review 2 days prior to the event date 28-may-2024 due to download anomaly/ flashing medtronic logo. Exposure to moisture confirmed. Frozen screen not confirmed. Keypad/button unresponsive/button error was unknown due to flashing medtronic logo. Unable to perform the functional test due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Device test failed confirmed (pump received with flashing medtronic logo). Pump failed to download history files/traces due to corroded electronic assembly. Unable to upload/download confirmed. The pump was received without the original belt clip. Unable to verify damage to the belt clip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, frozen screen, keypad/button unresponsive/button error, and device test failed. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported that the pump was exposed to moisture but there is no visible fluid in the pump. The pump did not pass self-test. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump has not been exposed to altitude change. The customer reported damage to the belt clip. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.